Manufacturer narrative:
Upon further investigation, it was reported that the customer opted to repair the device themselves. No further information was provided. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device will not go into standby mode. It was reported there was no patient involvement at the time the issue was discovered. There was no report of harm.